Event description:
It was reported that the black cable at the wrist joint of the maryland bipolar forceps instrument tip was completely broken. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the instrument was inspected for damage prior to reprocessing and the conductor wire damage was found after central reprocessing. During the last use in a surgery, the instrument was inspected prior to use and no damage or anything out of the ordinary was found. The cable was broken in half and loss of cautery was associated with the damaged cable. The damage did not result in a fragment falling inside of the patient¿s anatomy.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken conductor wire, an investigation is in progress to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is assessed as a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause attributed to a component failure. The complaint regarding broken conductor wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.